Event description:
After delivery of a coronary stent in circumflex artery, a bmw coronary wire broke and unraveled. In an attempt to remove the bmw wire with an en snare, the retrieval device tip broke off and migrated to internal iliac and was then retrieved with amplatz snare. The physician then proceeded to attempt to retrieve bmw tip in om branch without success. Subsequently, a stent was deployed overlapping initial stent and proximal to entrap the wire.